Event description:
Per the clinic, the patient experienced poor performance with the device. The surgeon indicated that the electrode array was inserted too deep into cochlea during initial implantation on (B)(6) 2024. Subsequently, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2025, in order to reposition the electrode array. The implanted device remains.